Event description:
A surgeon reports observing a circle print on the intraocular lens following implant surgery and the patient's vision was "not good." A lens exchange was performed. Additional information including the patient's current status has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. A scratch was observed. While we were unable to determine the origin of the scratch, our observations reasonably suggest the scratch is not manufacturing related. Optical resolution was acceptable with a focal length reading equaling the labeled diopter. Very faint concentric rings could only be observed using alternate microscopic inspection methods. The very faint rings were not observed using approved microscopic cosmetic inspection. Product history records were reviewed and all documents indicate the product met release criteria. There has been one similar complaint received for this lot number.